Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was in training mode. A technical support specialist (tss) stated that the station was brought back online after being shut down for a few weeks. Since it had been disconnected for more than 14 days, the station could not simply be turned on and expected to work normally. The data was not updated, and a communication issue occurred, requiring tsc to perform a full sync on the station again. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on training mode the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.